Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports left side "discreet signs of intracapsular rupture" and "folds". The device has been explanted.